Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, the left ventricular (lv) lead shipping box was extremely damaged.  It was noted that the internal box was also very damaged and upon opening the internal box, the lead packaging was damaged.  It was also noted that due to the lead packaging being damaged, it was not possible to verify if the lead integrity was compromised or not.  The lead was not used and there was no patient involvement.